Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had dislodged shortly after implant. Subsequently, the patient underwent a revision procedure one day post implant, and this lead was successfully repositioned. Besides intervention, there were no other adverse patient effects reported.